Event description:
Customer reported being unable to obtain a result on the aviva system due to an error on the device. Customer reported feeling unwell, and paramedics were called. Customer tested 514 mg/dl on professional device and was taken to the hospital where she was treated with insulin and admitted to the hospital for 3 days. Requested return of suspect device, and replacement was sent.